Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, nausea / vomiting. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, dizziness, headache, nausea and vomiting. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In section b: relevant test/lab data has been updated. In section d: product brand name and product UDI has been updated. In section e: reporting address line 1, reporting address line 2, reporting address city, reporting address state and reporting address postal has been updated. In section g: report source - other has been updated. In section h: remedial action initiated, recall (z) number, device problem code grid, patient outcome code grid, evaluation method code grid, component code grid, evaluation results code grid and conclusion code grid has been updated.